Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture, deflation and anxiety- product/ procedure was reviewed on july 22, 2020. The patch information is not visible in the photo. Visual analysis of the photographs identified: particles red in the shell. Particles yellow in the inside of the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to (B)(4): covid-19 quality plan complaint handling.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation , capsular contracture baker grade ii. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported bilateral "possible leaking" and bilateral side capsular contracture, baker grade ii. Device remains implanted. This record is for the right side.